Event description:
Country of complaint: united kingdom. Knee surgery: instrument went in for re-processing and it was discovered that the yellow dot on the track had completely come off during use. There was no surgery delay.

Manufacturer narrative:
Us reporting agent notified on 01/08/2015. Manufacturing site eval: the color coding is missing from the navigation hardware received for eval. From the imprint around where the material was pressed, it is seen that the pressing operation was not according to specification, when compared with the same instrument from a different batch. This failure was likely caused by a manufacturing error. This is currently rated as a single-fault condition. Manufacturing documents reviewed and no issues noted.